Event description:
As reported, (B)(6) female pt had 5f valved PICC device implanted in the pt's upper arm on (B)(6) 2011. The pt was admitted to the hospital several times following this, with the PICC functioning well. On (B)(6), 2011 the pt was hospitalized with hematuria. Although the PICC flushed easily and gave good blood return, it was noticed to be leaking from a small hole on the pt side of the securement wings. An over-the-wire catheter exchange was performed with no complications to the pt. The used device was returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The returned catheter was visualized and a hole was noted just distal to the suture wing. The hole was straight in appearance and oriented perpendicular to the catheter shaft. This is consistent with a catheter that was nicked with a sharp instrument or repeatedly kinked and the hole developed due to fatigue in the kinked area. As a functional check, a guidewire was inserted into the catheter to check for patency. The guidewire was advanced through the entire length of the catheter and no obstruction was encountered. The root cause of the device failure is believed to be the catheter having been nicked by a sharp instrument (by the end user) or from material fatigue from being repeatedly kinked at the location where the hole occurred, not the result of a manufacturing or design issue. The directions for use (dfu) that is supplied with the PICC device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. Manufacturing process controls for the PICC include 100% air leak testing to insure that all catheters are free of leaks/holes. (B)(4).